Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained from a single level of vitros lpv ii fluid tested on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument related issue. Vitros alt within run precision testing indicated the vitros 5,1 fs instrument was not performing as intended. In addition, vitros amon within run precision testing indicated ammonia contamination was likely present in the vitros 5,1 fs micro slide incubator. Ocd field service returned the vitros 5,1 fs instrument to intended operation.

Event description:
The customer observed lower than expected vitros amon results obtained from a single level of vitros lpv ii fluid tested on a vitros 5,1 fs chemistry system. Vitros lpv results 159.0, 156.1, and 139.7 umol/l vs. Expected result 199.2 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed over the time frame of the event, however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).